Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a pacemaker implant procedure on an unknown date and suture was used. During the procedure that the needle kept popping off while suturing unknown tissue. Another suture was used to continue with the procedure. There were no adverse consequences reported. No product returning. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/11/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, the following was obtained: - please confirm, how many devices demonstrated the alleged deficiency ("...the needle kept popping off while suturing unknown tissue...")? - what tissue was being sutured? Please provide details. - lot number? - name of procedure? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). This suture was being used by (please refer the attached email) in the facility on a pacemaker implant. (Please refer the attached email) the facility manager reported the issue but was unsure how much was used/opened. Lot number= 102mxr. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/28/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.